Manufacturer narrative:
The reported issue of display segments not displaying completely was confirmed. Physical inspection of the device noted the ds1 scrolling display protruding out of its socket connector. The board were tested running basic infusions at 888 ml/hr and 88.8 ml/hr to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing on the returned display boards showed that all display boards exhibited dim segments on ic u4, seven segment display. The proximate cause of display segments not displaying completely was confirmed to be dim segments on the seven segment display components. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 09/14/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only a dim segment was provided for investigation.

Event description:
It was reported that display segment not displaying completely. There was no patient involvement.